Event description:
Defibrillator knob was set to 200 j, but the defibrillator went into AED on mode. No pt was injured in this equipment malfunction. Biomedical engineering went into the controls test menu and verified that when the knob is set to 200 j, it displayed "AED on" not 200 j. When the knob was set for 7 j, it displayed/produced 30 j. When the knob was set for 150 j it displayed/produced 50 j.